Manufacturer narrative:
Device investigation narrative - one 72201781 biosure ha 9x25mm screw returned. Dimensional inspection verifies that this is a 9x25mm product. It is three years old. The product was used for ¿acl& knee¿ procedure. The complaint listed: ¿implanted the anchor with screw driver, the anchor was broken, then removed out¿. It also states that the remains were removed from the patient. The head of the implant is in good condition. The threads are quite damaged. They are rolled, compressed and fractured in places. Surgical prep details were not provided, therefore, it is unknown whether prep recommendations were followed. The symptoms indicate that force was placed upon the implant. A backup was available to complete the procedure. IFU says: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿ and ¿a tap is recommended for bone-tendon-bone grafts¿. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. The condition of the implant indicates a torque issue. No root cause related to the manufacturing of this device can be confirmed. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Event description:
It was reported that while implanting the anchor with a screw driver the anchor broke. All pieces were removed from the patient, no injury reported. A backup device was used to complete the procedure.